Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and that the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient presented complaining of device migration, resulting in pressure around the implant site. The pocket was reopened to change the position of the device. Prior to that procedure, a monitor transmission as well as an audible alert showed an abrupt elevation in atrial impedance values of greater than 3,000 ohms. The atrial lead was disconnected and tested via an analyzer, measuring within normal measurements. The lead was then reconnected to the device. Following the revision procedure, the patient returned to the clinic due to another audible alert regarding lead impedance out of range once again. During interrogation, the atrial measurements were found to be within normal limits. Atrial noise was detected when the patient changed positions. In addition, multiple atrial tachycardia/atrial fibrillation (at/af) episodes were detected, which were suspected to be caused by noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).